Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
Customer reported that the adc freestyle libre sensor's applicator once assembled, showed the loose needle and thus could not apply the sensor. Customer was unable to test and experienced "tremors of arms, pain, swelling, seizure and nervousness". A reading of 30 mg/dl was obtained on an unspecified meter. Customer was treated with juice and a bit of cake by a non-hcp. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported that the adc freestyle libre sensor's applicator once assembled, showed the loose needle and thus could not apply the sensor. Customer was unable to test and experienced "tremors of arms, pain, swelling, seizure and nervousness". A reading of 30 mg/dl was obtained on an unspecified meter. Customer was treated with juice and a bit of cake by a non-hcp. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) was updated based on previous extended investigation. Section d3 (email) and section g1 were updated to reflect current contact information. Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. The sensor plug was not properly seated in the mount (indicating improper assembly by user). The sharp was bent and stuck inside the sensor plug assembly. Further investigation was unable to be performed due to the sensor pack and applicator not being returned. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre sensor's applicator once assembled, showed the loose needle and thus could not apply the sensor. Customer was unable to test and experienced "tremors of arms, pain, swelling, seizure and nervousness". A reading of 30 mg/dl was obtained on an unspecified meter. Customer was treated with juice and a bit of cake by a non-hcp. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, the case will be re-opened and a physical investigation will be performed. (Device mfg date) was updated based on DHR attachment.